Manufacturer narrative:
Investigation is ongoing. Device not available for return to manufacturer.

Event description:
As reported from israel, after deployment of a 29mm sapien 3 valve in the aortic position by transfemoral approach, the 29mm commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was well implanted. The delivery system as the balloon burst was retrieved back into the esheath, and the esheath and delivery system were retrieved as a one unit. The outcome was good regarding pvl and gradient.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691 2023 14122.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the event evaluation. The following sections of this report have been updated: corrected h.6 component codes, corrected h.6 type of investigation, corrected h.6 investigation findings, and corrected h.6 investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: presence of calcification in the annulus. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Event of commander delivery system balloon burst was unable to be confirmed due to unavailability of the returned device and applicable imagery. An existing technical summary by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per imagery provided, presence of calcification was observed in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. A review of the available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.